Event description:
A patient sample tested for prostate specific antigen (psa) that resulted as 'error' on an advia centaur cp instrument was discovered in the laboratory information system (lis) as a low result. The sample was then diluted with a 1:2 dilution and rerun on the same instrument and the event reoccurred. The patient sample was manually diluted with a 1:50 dilution and a 1:100 dilution, the system was taken offline, and the sample was run to obtain the correct results. There are no known reports of patient intervention or adverse health consequences due to the 'error' results reporting to the lis as a low result.

Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. After evaluation of the instrument and instrument data, the tas discovered that the instrument had sent the results as 'error' to the lis, which was not a siemens system. It was discovered that the lis configuration had been changed so that '<' and '>' values would not be accepted. The configuration was then corrected so that all data, including error results and '<' and '>' signs would be accepted by the lis and display as they were transmitted from the advia centaur cp instrument. The tas confirmed the reconfiguration by testing a patient sample. The cause of the 'error' result on a psa sample being transmitted to the lis as a low result was due to a misconfiguration of the lis. The instrument is performing according to specifications. No further evaluation of this device is required.